Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they customer hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of over 30 mmol/l. The customer was treated by insulin injection. Troubleshooting was done for high blood glucose and under the customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it was not passed in first attempt and passed in second attempt. The insulin pump will not be returned for analysis.